Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 7171642, medical device expiration date: 2022-06-30, device manufacture date: 2017-08-01. Medical device lot #: 7198658, medical device expiration date: 2022-07-31, device manufacture date: 2017-10-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a 3 ml bd syringe with bd luer-lok¿ tip containing 0.5% marcaine leaked at the connection during use. In addition, it was reported the user was exposed to the medication and there was a reoccurrence of the event. However, there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one 3ml syringe confirmed to be from batch number unknown (p/n 309657) was received at bd for investigation. Visual inspection and pressure test for leakage were performed and no deviation was found. Moreover, analysis were done on retention samples to ensure the comformity of the product, these were satisfactory, not presenting any problem attributable to leakage. This is the 1st related complaint for leakage at luer connection on the two provided lot numbers (7171642, 7198658). A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. A possible root cause is the syringe was not used with the right connector. There is no action plan at this time since the defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.